Event description:
The hospital reported that hst iii system (3.8mm) did not deploy correctly. A new device was used to complete the procedure. No delay. No patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section medical device ¿ problem code h6 : from activation problem to fitting problem the device was returned to the factory for evaluation on 09/12/2024. An investigation was conducted on 09/30/2024. A visual inspection was conducted. Only the delivery device with the seal were returned for evaluation. Signs of clinical use and evidence of blood was observed on the delivery device. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. There were no visual defects observed on the intact delivery device. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.222 inches (rm2036883). The length of the delivery tube was measured at 2.46 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. The seal was observed to be an unraveled state, not attached to the tension spring assembly, indicating an attempt was made to remove the device from the aorta. There were no visual defects observed on the seal. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 3000398149 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that hst iii system (3.8mm) did not deploy correctly because it was not loaded at step 2 correctly. A new device was used to complete the procedure. No delay. No patient harm.